Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws -silicone separated from the metal. Nothing fell in the patient. The jaws were closed during the insertion. They had to open another kit to finish the case. No procedural delay. No patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 07/10/2023. An investigation was conducted on 07/13/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be slightly peeled back from the cold jaw with no detachment observed. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000279665 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.